Event description:
The customer reported a malfunction with the insulin pump, specifically a malfunction code 16-0x20e6, but further details were not available. There was no reported impact to the customer¿s blood glucose level. The pump was not accessible, and as a result, it will be returned and replaced, with a replacement pump already designated to be sent to the customer.